Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reported that six months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was performed. Inflammation was present at the time of the event. There were no reported patient injuries or complications

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4). The clinician reported that six months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was performed. Inflammation was present at the time of the event. There were no reported patient injuries or complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that six months after the dental implant was placed, in ada site #13 of the patient¿s mouth, non-osseointegration was observed. Primary stability was achieved and immediate load was performed. Inflammation was present at the time of the event. The device will be forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.